Event description:
A user facility reported this lma-classic would not maintain inflation during use in a pt. The lma had been in place a few minutes when it was determined that it was leaking. The dr changed out the lma. The dr reported that there was no pt injury or problem. The user facility has returned the lma-classic for evaluation.